Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 8, 2024. The investigation of the returned device was completed by the failure analysis lab on november 15, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned device determined that an excess material was found on the anterior view of the breast implant measuring approximately 0.1 cm x 0.1 cm, and the device was received without its sealed thermoform. In addition, a previous image was provided in the complaint, and a shell defect was observed. Leak testing was performed, according to the mentor procedures, and no areas of gel exposure were detected during the analysis.. The excess material found is siloxane-base material, better known as silicone as the device material of construction is silicone. Excess silicone is a normal variation that can occur in the manufacturing process. Based on the available information, no safety concerns are anticipated for the presence of excess material on the specified silicone gel breast implant products. At various stages of the assembly and manufacturing process, there are inspection steps to evaluate manufacturing or other types of defects. These types of inspections are human-based and, therefore, they have an opportunity for an item or error not to be detected. This complaint is confirmed as manufacturing-related, and awareness training will be provided to be aware of this product complaint and reinforce the current process controls. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that prior to implantation, a mentor memorygel boost breast implant 635cc was found to have a shell defect. The device was not implanted, and there were no reported delays in surgery. No patient consequences were reported.